Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an unspecified malfunction occurred. Blood glucose (bg) level was 427 mg/dl and moderate ketones were present. Customer was admitted to the emergency room (ER) and was treated with fluids/insulin. Customer left the ER 4 hours later with bg of 400 mg/dl and was still feeling "unstable". Customer was then admitted to the hospital with diabetic ketoacidosis. Bg was treated with fluids and insulin drip. Although multiple attempts were made by tandem technical support to obtain the discharge date, the customer did not reply. Reportedly, the customer had manual injections as alternate insulin therapy.